Event description:
On (B)(6) 2021, the patient reported to their provider that their oral appliance caused numbness to the point the patient went to the ER. The issue started with numbness in the lips, then to the jaw all the way to the ears. Patient stopped wearing the device. On 11/8/2021, an update was received stating that the patient visited their primary care doctor and is scheduled to follow-up with dr. (B)(6) dds.